Event description:
On (B)(6) 2013, product monitoring received confirmation of a customer reported extravasation with a covidien injector involvement in this extravasation from (B)(6). A (B)(6) male pt received 110 ml of optiject 350 (ioversol), for an abdomen and pelvis scan for f/u of an unspecified disease via automatic injector in the elbow crease and at a flow rate of 2.0 ml/sec (B)(6) 2010. On the same day, the pt experienced injection site extravasation (more than 100 ml) and injection site pain. The pt was given the corrective treatment with an alcohol compress and bandage during 24 hours. A radiograph of his arm was done after the extravasation and 24 hours later. At the time of the report, the pt had recovered. The reporter evaluated the case as non-serious.

Manufacturer narrative:
This investigation is in regards to an extravasation that occurred in (B)(6) 2010. The injector was not evaluated by covidien svc after this event occurred. Proper operation of the injector was verified in (B)(6) 2012 when the injector was moved and reinstalled by covidien svc.